Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by fever. The cause and treatment were not reported. On an unknown date, the patient was hospitalized for the event. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was discontinued and the patient was transferred to hemodialysis (three times a week). No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by fever. The cause and treatment were not reported. On an unknown date, the patient was hospitalized for the event. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was discontinued and the patient was transferred to hemodialysis (three times a week). No additional information is available.